Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system unexpectedly entered stand alone mode. Rebooting the system resolved the issue. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.